Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department due to having syncope. An interrogation noted that there was possible loss of capture on the left ventricular (lv) lead. The lv lead remains in use. No further patient complications have been reported as a result of this event.